Event description:
It was reported that the bd syr 3ml ll 23ga 1-1/4in al/un mx bun tw needle was clogged / blocked. The following information was provided by the initial reporter translated from portuguese to english: it was detected, through a customer complaint, the report of a final consumer who purchased the medicine at the drugstore and went to perform the application at her residence. During the handling of the enan product. Norethisterone 50mg/ml+ val. Estradiol 5mg/ml x 1amp 1ml+ser, lot 3ph21, she reported that she "felt great difficulty in aspirating the medication from the ampoule" and claimed that "the needle was semi-obstructed", however, the application was performed. After use, the client discarded the needle, making it impossible to visually evaluate the possible defect and send the sample for analysis. Although it is not possible to confirm the defect through a direct analysis of the needle, and considering the customer's report, we kindly ask you to inform us if there were any complications in the production process of this batch that may have caused the reported problem, additional information received on 29nov2024: there was some damage to the patient/health professional (detail). R: no. Was there a need to complete the procedure using a different syringe/needle? R: no, despite the difficulty presented, the consumer completed the procedure using the needle of the syringe complained of. Event date r: 11/11/2024.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.